Event description:
The patient experienced shocking sensations when he turned his neurostimulator (ins) on. This has occurred "since day one". The doctor had programmed soft start and the amplitude was set at 0.5 volts. Additional information has been requested.

Manufacturer narrative:
(B)(4).